Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump was hot to the touch when insulin was delivered. Customer's blood glucose was 17 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the self test, sleep current, measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed and monitored for 3 days; no hot pump or hot battery noted. The insulin pump also communicated properly with the glucose sensor simulator and the guardian 2 link transmitter. No lost sensor alarm, cannot find sensor signal alarm or sensor anomaly noted. However, the insulin pump was received with minor scratched display window, scratched case, cracked battery tube threads, keypad overlay texture damage and a pillowing keypad overlay.